Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient collapsed and when the daughter came to check on him, he was not very responsive, could only speak out of the right side of his mouth and could not lift his limbs. Pod was worn when the medical event occurred. It was 9:00 pm when they went to hospital and he was admitted, taken by ambulance promptly due to possible stroke. Patient's bg (blood glucose) values rose as high as 580 mg/dl. The pod was not removed at the hospital and was worn for it's full 3 days. The pod, cannula and the adhesive were normal upon removal. For treatment, patient was given IV fluids, no insulin was given even though hospital staff wanted to give 10 units but he had them check bg levels and it was going down. Patient also was given insulin by the ambulance crew in route to the hospital.